Manufacturer narrative:
(B)(4). A2: year of birth: 1969. D10: unknown - unknown articular surface - unknown. Unknown - unknown tibial component - unknown. 6601772 - palacos r+g - 72090060. G2: foreign country: germany. H6: mechanical (g04) - femur customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 1 year post-op, the patient was revised due to femoral loosening. There were no signs of infection. Attempts have been made and all available information has been provided.